Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, fluids, crease fold, red particles and mold like appearance color green 40% on the surface of the shell. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchange due to concern with textured product. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "deflation" and textured to smooth due to concern with the product. The device remains implanted.